Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed stretched lead body coil damage. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations in spite of the stretched lead coils. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this lead, unspecified poor parameters were exhibited and the lead removed and replaced. No resulting adverse patient effects were reported and the lead was returned for analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis this event will be further updated.

Event description:
It was reported that during the attempted implant of this lead, unspecified poor parameters were exhibited and the lead removed and replaced. No resulting adverse patient effects were reported and it was reported the lead is intended to be returned for analysis.